Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, customer attempted to charge the pump using multiple cables as well as adapters and the pump would not charge. A follow up with the customer confirmed that the pump successfully charged. There was no impact to blood glucose.